Event description:
It was reported that this right ventricular (rv) lead had migrated. As a result, the patient underwent a revision procedure and this product was explanted and successfully replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated. This complaint is associated with clinical study ID: (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had migrated. As a result, the patient underwent a revision procedure and this product was explanted and successfully replaced. Additional information has been requested regarding the device return status, but were unsuccessful. No additional adverse patient effects were reported. This complaint is associated with clinical study ID: (B)(4).

Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Three requests were made for product return; however, the device has not been received to date. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformities, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.